Manufacturer narrative:
The 510 (k) # is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no known allegations of harm or injury.